Event description:
The customer stated, that architect folate control results were high and the calibration failed. This issue was due to instrument contamination. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.